Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. An additional reportable malfunction occurred during the evaluation: the scope displayed an e216 scope communication error based on the results of the investigation, the issue is attributed to an electrical component problem, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was not displaying an image. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.